Event description:
Patient in the cardiac cath lab for removal of previous implanted device and bi-ventricular pacemaker upgrade. During the procedure immediately upon electrocauterizing the st. Jude medical pacemaker pulse generator, there was an abrupt failure of pacing. The patient continued to have clinical demise and eventually had a cardiac arrest, was revived and a new right ventricular pacemaker lead was placed. The right ventricular pacemaker lead also apparently had failed abruptly at the time of electrocautery. The patient was successfully revived, was admitted to the intensive care unit for observation and discharged to home on (B)(6) 2015. Attempted to report this to MFR without success.